Event description:
Related manufacturer reference number: (B)(4). It was reported that an alert for large amplitude of over-sensing noise on both right ventricular lead and right atrial lead via a review of remote transmission. The patient is not dependent, and there were no adverse health consequences to the patient. The leads will be monitored.